Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 559 mg/dl and 230 mg/dl back to back within 10 minutes on the advantage system. Reporter also alleged that at another time, he obtained a result of 500- 599 mg/dl on the advantage system and took 15 units of an unspecified insulin. Reporter stated that fifteen minutes later, he was sweaty and incoherent, so his wife called 911. Reporter stated that the paramedics obtained a result of 57 mg/dl on their system and the customer was given glucose intravenously. No other actions were reported taken or treatment received. A request was made for the return of the affected product.